Event description:
It was reported that the device exhibited an overpressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a damaged rear housing. Event history log showed error code 1310 occurred but was unrelated to the reported issue. Functional testing could not replicate the reported issue. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.